Event description:
Icy hot heat patch for the back was used on my lower leg, just below my knee for muscle ache. Before using the patch, there was no break in skin or irritation on the surface of the skin. When I removed the patch 8 hrs later, the adhesive pulled off my skin as well as left what looked like a burn. The skin around the exposed area was red and blistered. There was pus coming from the wound for days. I covered it with sterile bandages in order to put pants on or take a shower. One day after the incident, I could not put pressure on that leg. After going to the dr, I was told I have a staph infection, where I immediately got an injection of "rosephryn" to slow the infection. I also got the prescription antibiotics to continue the treatment. Dose or amount: 1 patch, frequency: once. Dates of use: one day in 2008. Diagnosis or reason for use: muscle ache. Event abated after use stopped or dose reduced: no.